Event description:
It was reported that a pt experienced streaks of light from overhead (streetlights) lights at night. Additional info has been requested.

Event description:
A surgeon provided add'l info. The pt's visual acuity (va) prior to the surgery was 20/100. After the surgery, the pt's va was 20/20.